Event description:
Patient was undergoing a hand-assisted laparoscopic right radical nephrectomy for a right renal mass. There were two (2) devices used during this procedure, the clip applier and the stapler with two different-sized reloads. The clip applier was used to address the ovarian artery. When the physician tried to deploy the clip, the device cut instead of clipping the ovarian artery. The physician was able to retrieve the cut end of the artery and clip using the same device. The renal artery and renal vein were addressed with the stapling device and reloads. Visual inspection of the surgical field before ending the procedure showed no evidence of bleeding. The patient developed a drop in hemoglobin in the recovery room and a computerized axial tomography (CT) scan showed a moderate-sized hematoma along the hilum of the kidney as well as blood leakage from the renal artery. The arterial phase of the CT scan showed that there was an arterial leak. Patient was taken to the interventional radiology suite where the renal artery was embolized using coils. The patient was transferred to the intensive care unit and again developed signs of intra-abdominal bleeding. The patient died in the intensive care unit from acute blood loss. An autopsy is pending.